Event description:
After the fabric was trimmed and implanted, it leaked approx 100cc of blood through its center. The bleeding was stopped with gelfoam and the patch was left in. The pt's condition is ok.